Event description:
It was reported that the patient had both a lead and implantable neurostimulator replaced on (B)(6) 2011. During the implant the patient was displaying motor response and impedances were in range. Antibiotic solutions were used during the procedure. Following the implantation the patient could not feel stimulation sensation when stimulation was on. Impedance measurements were still normal. If stimulation was turned up above 4 volts the patient could feel stimulation in the leg. The patient was sent home for (B)(6) with stimulation off. Afterwards, it was reported that the patient was recovering in a normal manner and the issue was resolved. It was reported that it was too early to tell if there was a 50% reduction in symptoms. Additional information received reported that the lead was explanted on (B)(6) 2011 due to lack of efficacy and painful stimulation in the right buttock. It was reported that there was positioning difficulty with the lead. It was reported that there was no patient injury and the patient recovered w/o sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.